Manufacturer narrative:
DHR analysis (for the corail stem, product code 3l92498): the DHR analysis of the batch communicated (1855895a) shows an initial conformance of this product with regards to its specification. Batch 1855895a is a batch that was repacked on october 2006. This item was initially manufactured on march 7th 2005 (lot 1855895). For this repack batch (1855895a) or the original batch (1855895), there was no deviation or failure investigation report. X-ray analysis (performed by cpd leeds): the x-ray shows a stem in varus and this combined with the head centre to greater trochanter position when compare to the contralateral indicate it is possible that the stem has subsided. No time point is provided. Therefore it is not possible to comment on the starting position of the implant and whether this contributed to the need for revision. The implants are shown in the photo attached. The head is black and this is assumed to be a reflection, likewise on the polished area of the stem. The stem has ha proximally but only limited amounts distally suggesting a different behaviour. It is not possible to put a time point to this difference due to the limited information. From the limited information provided it is not possible to say why this stem loosened requiring revision. It is not possible to determine if there was a manufacturing fault from the limited information provided (the stem was not returned for investigation). It is likely in this cases that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: the femoral prosthesis subsided within the bones and was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.